Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, when trying to log in, the screen says data synchronization setup and asks for server name, facility, dispensing device and sync server address. The application is shown as an unknown device and is asking for data synchronization details. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error message on pyxis machine and would not be able to reboot. A technical support specialist logged into the application server via securelink and confirmed that the ifcc device was not found on the pyxis enterprise server website. Located knowledge article of " station undelete - es 1.5+" and ran a script to verify if the device had been deleted. Confirmed that the ifcc was deleted and applied the undelete action. The system functioned as intended after the technical support specialist troubleshot device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, when trying to log in, the screen says data synchronization setup and asks for server name, facility, dispensing device and sync server address. The application is shown as an unknown device and is asking for data synchronization details. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.